Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, however, per the follow up response, flushing only works sporadically or problems with flushing¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could be identified. Based on the results of the investigation, ¿flushing only works sporadically or problems with flushing." The most probable cause of the complaint is component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the flushing pump only works sporadically, has problems with flushing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the flushing pump only works sporadically, has problems with flushing. There were no reports of patient harm.